Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 19-apr-2021. The most recent information was received on 23-apr-2021. This spontaneous case was reported by a consumer and describes the occurrence of pain ('multiple feelings of pain') in a 48-year-old female patient who had essure (batch no. A27188) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In 2015, the patient experienced pain (seriousness criterion intervention required), abdominal discomfort ("feeling of weight in the lower abdomen"), vaginal discharge ("brownish gynaecological discharge"), headache ("headache"), sinusitis ("recurrent sinusitis"), lactose intolerance ("onset of lactose intolerance"), reaction to preservatives ("sulphite intolerance (headaches)"), musculoskeletal stiffness ("severe neck / cervical stiffness"), arthralgia ("hip pain"), stress urinary incontinence ("urinary loss when coughing and on exertion"), feeling drunk ("feeling of drunkenness"), amnesia ("loss of memory"), disturbance in attention ("difficulty concentrating"), confusional state ("confused thoughts"), visual impairment ("difficulty reading, weakened vision"), nausea ("daily nausea"), deafness ("feeling of blocked ears (hearing loss)"), fatigue ("severe fatigue, feeling of not being rested upon awakening, sleepiness after meals") and malaise ("multiple feelings of malaise"). The patient was treated with surgery (essure removal by simple salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the pain, abdominal discomfort, vaginal discharge, headache, lactose intolerance, reaction to preservatives, stress urinary incontinence, feeling drunk, amnesia, visual impairment, nausea, deafness and malaise was resolving and the sinusitis, musculoskeletal stiffness, arthralgia, disturbance in attention, confusional state and fatigue had resolved. The reporter provided no causality assessment for abdominal discomfort, amnesia, arthralgia, confusional state, deafness, disturbance in attention, fatigue, feeling drunk, headache, lactose intolerance, malaise, musculoskeletal stiffness, nausea, pain, reaction to preservatives, sinusitis, stress urinary incontinence, vaginal discharge and visual impairment with essure. The reporter commented: symptoms that appeared progressively 2 years after the insertion of the medical devices, until they became debilitating. Multiple feelings of malaise and pain that motivated the decision to proceed with the removal of the implants. They were very well positioned in the tube, far from the uterine horns and could be completely removed by simple salpingectomy, without any residue of metals or pet (polyethylene terephthalate). At 1 month after removal, all the symptoms mentioned have disappeared by 90%. No placebo effect, the majority of symptoms having a clear physical expression (no more cervical stiffness, no more pain in the hips, no more sinusitis, markedly improved hearing, resumed reading, less confused thoughts, almost no more nausea, no more need to nap, etc.) Feeling of living again. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 69 kgs. Investigation - on an unknown date: essure implants very well positioned in the tube, far from the uterine horns. They could be completely removed by simple salpingectomy, without any residue of metals or pet (polyethylene terephthalate). Lot number: a27188, manufacture date: 2012-07, expiration date: 2015-07. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 23-apr-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on (19-apr-2021. This spontaneous case was reported by a consumer and describes the occurrence of pain ('multiple feelings of pain') in a (B)(6) year-old female patient who had essure (batch no. A27188) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In 2015, the patient experienced pain (seriousness criterion intervention required), abdominal discomfort ("feeling of weight in the lower abdomen"), vaginal discharge ("brownish gynaecological discharge"), headache ("headache"), sinusitis ("recurrent sinusitis"), lactose intolerance ("onset of lactose intolerance"), reaction to preservatives ("sulphite intolerance (headaches)"), musculoskeletal stiffness ("severe neck / cervical stiffness"), arthralgia ("hip pain"), urinary incontinence ("urinary loss when coughing and on exertion"), feeling drunk ("feeling of drunkenness"), amnesia ("loss of memory"), disturbance in attention ("difficulty concentrating"), confusional state ("confused thoughts"), visual impairment ("difficulty reading, weakened vision"), nausea ("daily nausea"), deafness ("feeling of blocked ears (hearing loss)"), fatigue ("severe fatigue, feeling of not being rested upon awakening, sleepiness after meals") and malaise ("multiple feelings of malaise"). The patient was treated with surgery (essure removal by simple salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the pain, abdominal discomfort, vaginal discharge, headache, lactose intolerance, reaction to preservatives, urinary incontinence, feeling drunk, amnesia, visual impairment, nausea, deafness and malaise was resolving and the sinusitis, musculoskeletal stiffness, arthralgia, disturbance in attention, confusional state and fatigue had resolved. The reporter provided no causality assessment for abdominal discomfort, amnesia, arthralgia, confusional state, deafness, disturbance in attention, fatigue, feeling drunk, headache, lactose intolerance, malaise, musculoskeletal stiffness, nausea, pain, reaction to preservatives, sinusitis, urinary incontinence, vaginal discharge and visual impairment with essure. The reporter commented: symptoms that appeared progressively 2 years after the insertion of the medical devices, until they became debilitating. Multiple feelings of malaise and pain that motivated the decision to proceed with the removal of the implants. They were very well positioned in the tube, far from the uterine horns and could be completely removed by simple salpingectomy, without any residue of metals or pet (polyethylene terephthalate). At 1 month after removal, all the symptoms mentioned have disappeared by 90%. No placebo effect, the majority of symptoms having a clear physical expression (no more cervical stiffness, no more pain in the hips, no more sinusitis, markedly improved hearing, resumed reading, less confused thoughts, almost no more nausea, no more need to nap, etc.) Feeling of living again. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). Investigation: on an unknown date: essure implants very well positioned in the tube, far from the uterine horns. They could be completely removed by simple salpingectomy, without any residue of metals or pet (polyethylene terephthalate). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.